Event description:
A home pt (hp) using a homechoice (hc) system contacted a technical service representative (tsr) and reported a check supply line alarm in last fill with 782ml transferred. The hp reported solution remaining in the supply bag, and disconnecting the supply bag and reconnecting it to the heater line. The tsr assisted the hp with ending the therapy because of this user error. The hp used manual exchange for the last fill. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home pt.